Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: review of the black box revealed data from the date of the alleged issue on (B)(6) 2017 had been overwritten due to continued patient use. Review of the alarm history revealed cs064 alarm on (B)(6) 2017. The pump was exercised for 24 hours without duplicated of the alleged call service alarm issue. Unrelated to the original complaint, the battery compartment was noted to be cracked.